Manufacturer narrative:
(B)(4).

Event description:
A CT with contrast noted that there was a stent graft occlusion in the left iliac. The patient was treated with 2 stent grafts on the left side. The following day there was thrombi proximal and distal of the stent grafts, stenting with sinus superflex and additional stent grafts implanted. The investigator assessment states that the event is not device or procedure related.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 33.1 mm in diameter and 93 mm in length left common iliac artery aneurysm. Right iliac artery was 15.6, 15.3, 17.5 mm in diameter and the left iliac artery was 17, 14 mm in diameter. The right and left femoral arteries were 12.5 mm, 13.4 in diameter, respectively. The right and left iliac arteries were severely tortuous. It was reported that the patient had a type ii endoleak requiring placement of stent graft, ballooning, and an embolectomy. The endoleak resolved. The investigator assessment states that the event is not device or procedure related. It was reported that an occlusion on the left side endoprosthesis for which an attempt to do a embolectomy failed. Pre-dilatation of the lesion was done with a 7x40mm balloon. Placement of protective balloon was placed on the ostium right side. Placement of 2 stent grafts 13.5x100 and 12x100mm was performed. Post dilatation was done with10x60mm balloon. The following day, returning thrombus proximal and distal end stent grafts. Stenting of proximal left side with bare metal stent 16x40mm, post dilatation with latex balloon. Stenting of distal end left side with stent graft 12x80mm. Post dilatation with latex balloon. No additional clinical sequelae were reported and the patient is stable.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak, occlusion). Patient's condition affected effectiveness of device (anatomy related; type 2 endoleak). Unapproved use of device (treatment of a left common iliac artery aneurysm). (Cause of occlusion is unknown); user/device interface. Evaluation conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; type 2 endoleak). Known inherent risk of a procedure (endoleak, occlusion). Off-label, unapproved or contraindicated use (treatment of a left common iliac artery aneurysm); (cause of occlusion is unknown).

Event description:
It was reported that the event resolved and the pt recovered. The investigator assessment states that the event is device related; however, it is not procedure related.